Manufacturer narrative:
Additional info: product analysis: visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Optical examination of the fracture surface analysis identified a fairly flat fracture surface and circular material flow, consistent with torsional overload. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with preoperative diagnosis of spinal canal stenosis, underwent a oblique lateral interbody fusion (olif) at l3/5 level. Insertion was performed in the order of l3, l4, and l5 on the right side. During insertion in l5, the tip was broken. As a result, the broken fragment(s) was stuck in the torax part of the screw due to which could not be removed. The relevant screw was removed and replaced with new one. Tip of the driver broke due to the patient's hard bone quality. The product came in contact with the patient. No fragments remained in the patient. No patient complication s reported for this event.